Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional). The lead 1 and 2 wires were damaged. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.